Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections.

Event description:
It was reported that pen ii omnitrope pen 10 was unable to deliver the correct dose. This was discovered during use. The following information was provided by the initial reporter: pen malfunction: the customer informed that put the first ampouel and saw that the "click" was wrong. Informed that the piston returns to the marked dose and therefore does not know if apply the full dose.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 was unable to deliver the correct dose. This was discovered during use. The following information was provided by the initial reporter: pen malfunction: the customer informed that put the first ampouel and saw that the "click" was wrong. Informed that the piston returns to the marked dose and therefore does not know if apply the full dose.